Event description:
In 2004, a customer called beckman coulter regarding a software problem with their access 2 instrument. The customer indicated that the access 2 would not back-up data. Beckman coulter hotline dispatched service to investigate the problem. In 2004, a field service engineer (fse) contacted the customer by phone and provided verbal instructions to correct the problem. The fse accessed the access 2 remotely and verbally provided instructions to the customer on how to complete the process. The fse ended the communication with the customer without verifying the process was performed correctly by the customer. After the phone call with the fse, the customer continued to operate the access 2 instrument. The customer was first alerted of a potential problem when they noticed the substrate supply count was not as expected. After, the customer noticed that all the results generated by the access 2 instrument for the past 1 1/2 (after the fse acll) were abnormal. After the customer realized what happened, the pt samples that were tested on the access 2 instrument were retested on a different chemistry analyzer. Corrected results were sent out to all affected pt results by that evening. The customer indicated that they have not received any reports of pt injury requiring medical intervention that can be attributed to this event.